Event description:
On (B)(6) 2012 the reporter contacted animas stating that the pump became hot after a battery change. The reporter confirmed that the pump was not in use at the time of the alleged temperature issue, as the patient had been disconnected from the pump for a battery change and the pump was not hot prior to the battery change. The reporter noted that the pump may have been exposed to moisture, as the patient occasionally wets the bed. The battery change was performed due to a low battery warning, and the reporter noted that the pump became hot after the battery was changed and the pump was rebooted. There was no reported patient impact as a result of the alleged malfunction. This complaint is being reported because the alleged temperature issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate or verify the alleged issue of the pump overheating. The pump did not power up. Removed pump from case. Moisture was noted behind the display and there was visible corrosion on the display. Unable to complete all testing steps due to no power. Only a portion of the black box is available for review and it showed a call service alarm and several power on resets. Bolus button was missing and was present in the area of the bolus button.